Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was with fully extended fixation helix and subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these cuts resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. After removing these residuals the mechanical analysis was properly feasible. The fixation helix could be smoothly extended and retracted. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead was pulled back when viewed under fluoro. Threshold had increased significantly. Attempts were made to reposition the lead but the screw would not fully extend. Thresholds were still over 3v, so the physician decided to explanted the lead and implant a new lead.